Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, this complaint indicated the issue occurred on (B)(6) 2019 which was the day the log was exported. The event "o2 sensor and blender disagree" was logged on (B)(6) 2019. It is not unusual for this to occur before calibration is performed. This occurred before entering a perfusion screen so there we be no indication to the user. Calibration is successfully performed at 13:34:38. This complaint may have been opened because the event "o2 sensor and blender disagree" was logged. This alone is not an indication of a problem. During laboratory analysis, the product surveillance technician (pst) could not duplicate the complaint. He installed the customer oxygen (o2) sensor into a lab use only electronic patient gas system (epgs) and performed functional testing. He observed customer oxygen sensor cartridge to function as intended during evaluation. Testing of customer oxygen sensor cartridge with customer blender could not be performed as the oxygen sensor cartridge was the only equipment received. No fraction of inspired oxygen (fio2) discrepancies were observed during verification release testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the o2 sensor. The unit operated within manufacturer's specification. The suspect part was returned to the manufacturer for further evaluation. This complaint is related to (B)(4) / medwatch #1828100-2019-00413.

Event description:
It was reported that during the use of the device for a non-clinical activity, the oxygen (o2) sensor and gas blender of the electronic patient gas system (epgs) disagreed. There was no patient involvement.